Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a broken sensor wire was reported. Date of issue is an approximation. The sensor was inserted into the upper buttocks on (B)(6) 2018. It was reported that upon removal of the sensor, the sensor wire was broken, and the sensor wire was left in the patient's skin. It was indicated that the patient went to the hospital regarding the issue; however, event details were not provided. Additional patient information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.